Event description:
It was reported that (1) device was used during an unk procedue. It was reported by the affiliate that the 512hn instrument package was opened, the gasket was found broken. Another trocar was used to complete the case. There was no consequence to the pt.